Manufacturer narrative:
A field service engineer was dispatched to customer site and a planned maintenance (pm) was performed. The vacuum pump oil, catalytic decomp filter, oil mist filter and adapter converter from the pm kit were utilized to resolve the odor/smells issue. Unit meet specifications and was returned to service on (B)(6) 2016.

Event description:
A customer reported an event of an odor emitting from the sterrad nx sterilizer. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to odor/smells is "low." No parts were returned for evaluation and analysis. The assignable cause of the odor/smells issue is vacuum pump oil, catalytic decomp filter, oil mist filter and adapter converter. The field service engineer replaced these parts and confirmed the sterrad nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.